Manufacturer narrative:
This report is being filed under exemption (B)(4) by the manufacturer arjohuntleigh on behalf of the importer (B)(4). The device was inspected on site by a representative of the manufacturer's sales and service unit, not a direct employee of the manufacturer. Additional information will be provided following the conclusion of the manufacturer's investigation.

Event description:
(B)(4).